Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high impedance and high capture threshold due to ischemic tissue was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no indications of lead dislodgement or damage or noted. The rv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.